Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a distal rectum resection procedure, the device misfired on the 1st firing. No staples were visible after the 1st firing. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: the reported problem occurred on the 1st and 2nd firings. On what tissue type was the device used? Rectum what location on the tissue was being stapled? Distal. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1 and 2nd. What colour cartridge was being used? Green. What other colour cartridges were used before and after this event? Before green after green. Was buttressing material used? No. Was the instrument fired across or near existing staple line(s) or clip(s)? No. Were any unexpected noises heard? None reported. Were any of the forces higher or lower than expected (closing, opening or firing)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions without intervention? Unk. Was there any difficulty removing the device from tissue? Unk. Does the patient have any relevant history of surgical treatments? Unk. Has the patient recently had radiation or chemotherapy? Unk. How long has the surgeon been using this device for this procedure (in years)? 3. Was there a recent conversion to ees devices in this account /surgeon? No.